Event description:
It was reported that white foreign material was spotted inside the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip by the lay user's parent before use. As reported by the customer, "snow case verbatim, "parent of child patient reported seeing something "white" inside barrel of syringe. Lot: 8163827, expiration date: 2023-06-30, item: 309657, occurrence date: (B)(6) 2019. Sample available. Does not want voucher or replacement product."

Manufacturer narrative:
H.6. Investigation summary: physical sample received for investigation. Upon observation a whiter particle was seen inside the syringe. Evaluation of the particle by means of spectroscopy infrared was performed. The sample analyzed did not present signals similar to any of the foreign matter components, however the spectrum of the silicone standard is similar to the sample particle. Moreover, this product is manufactured without a needle as far as it is considered as potential source of particle contamination is the vial used from the medication. Additionally, 20 retention samples were evaluated for foreign matter. There was no presence of any foreign matter or excess silicone. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. No root cause or corrective action as the defect was not confirmed to originate at the manufacturing plant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign material was spotted inside the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip by the lay user's parent before use. As reported by the customer, "snow case verbatim, "parent of child patient reported seeing something "white" inside barrel of syringe. Lot: 8163827, expiration date: 2023-06-30, item: 309657, occurrence date: (B)(6) 2019. Sample available. Does not want voucher or replacement product".